Event description:
On (B)(6) 2013 the lay user/patient's son contacted lifescan (lfs) alleging that patient's onetouch ultra meter was displaying an "er2" message. Per the owner's booklet, this error message could be caused by a used test strip or a problem with the meter. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the reporter on (B)(6) 2013. The patient's son claimed he was told that the patient began to obtain the error message sometime starting the week of (B)(6) 2013. The patient manages his diabetes with insulin (type not known). It is not know if the patient made any changes to his usual diabetes management regimen as a result of not being able to test with the subject meter. The reporter stated that on (B)(6) 2013, the patient received a glucagon injection from emergency services after he had "passed out." The reporter informed the mss that he did not know the details regarding the incident other than what he had been told by other family members. At the time of troubleshooting, the reporter did not have any testing supplies with him to troubleshoot the alleged meter issue. The customer care advocate noted that the subject meter did not display the error message when it was powered on manually. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly was treated for severe hypoglycemia by an hcp after the alleged meter issue started.